Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off could not be confirmed. The adhesive pad was inspected and found minimal adhesion left on the pad. Due to the used condition of the adhesive pad, the original adhesion properties could not be verified.

Event description:
Patient stated since last week 6 v-go's have fallen off or detached from his skin . Patient wears v-go on the back of his arm. Patient stated under doctors direction the patient does not replace the lost v-go until the following day.